Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were having issue filling the tubing and has discontinued using the insulin pump. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer¿s blood glucose was in the 600 to 700 mg/dl range at the time of the incident which was treated with manual injections. Blood glucose at he time of the call was 491 mg/dl. The customer completed troubleshooting for prime fill process but declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.